Manufacturer narrative:
Product ID 978b128 lot# va2kh1r. Implanted: (B)(6) 2022; explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and bowel incontinence. It was reported that there was a 'maximum settings reached' error message that appeared on patient's handset. Caller stated they received this information from the  physician when they tried to change the patient's programs. The physician reported that they encountered this error message at each program. The error message also prevented the physician from doing an impedance check. Caller reported the patient had a bad fall recently, but was unsure of the exact date. On 2024-apr-26 additional information was received from a manufacturer representative (rep). The rep reported that after an x-ray, it had been determined that the lead fractured. They indicated it is most likely from the recent fall the patient experienced. The patient's device will be removed and replaced. On 2024-may-01 additional information was received from a manufacturer representative (rep). The rep reported that they were unsure what the hcp was seeing while trying to do an impedance check since they weren't present. They reported that the patient will have their replacement surgery on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp could not recall the exact error message, they were unable to do impedance check.